Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion surgery at the l5-s1 spine to correct degenerative disc condition where rhbmp-2/acs was implanted. In (B)(6) 2013, the patient's symptoms returned and worsened and included foot drop condition in her left leg resulting from the exuberant bone growth. MRI and CT imaging of the patient's lumbar spine confirmed exuberant bone in her lumbar spine. The patient continues to suffer exuberant bone growth and the resulting pain, weakness, and foot drop condition.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.